Event description:
Reference number (B)(4). Event occurred in saudi arabia. It was reported that the patient experienced high blood glucose event on (B)(6) 2026. The patient's blood glucose level was 300mg/dl and was treated with correction by pump bolus. No further information is available.